Event description:
During a coronary stent precedure, the physician was unable to cross the lesion. The 80% stenotic, severely calcified lesion in the mildly tortuous rca was not pre dilated. The 5.0 x 16 mm express2 stent was unable to cross the lesion. Upon removal of the delivery system, the stent came off of the delivery system in a bend. The stent was lost in the mid rca. Another express2 (unk size) stent was used to crush the 5.0 x 16 mm express2 stent against the artery wall. The physician attempted to implant a 5.0 x 24 mm express2 stent but was unable to get placement. The delivery system was removed and the stent was not on the balloon. The stent was noted to be in the sheath. The guide catheter was removed and the stent was located in the sheath area. The sheath was removed and the stent was then lost in the groin area. The stent remains in the femoral artery. The physician was able to complete the procedure with another manufacturer's stent. Same case as MFR's #: 6000093-2004-01084.